Event description:
Caller states that, the pt 2.3 inr and 3.0 inr during duplicate testing. Pt also reportedly obtained results of 1.2 inr and 2.1 inr during duplicate testing. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent. Caller is unsure which strip lot produced specific result.